Event description:
The therapist was suctioning a pt, with a closed suction system when the vent gave an alarm, check tubing and quit cycling. A supervisor stopped the vent and re-started and received the same response. 2 attempts at a pre-use check and it failed the pressure test. X2.